Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18183171; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18339677; model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing inadequate stimulation and turns on and off through out the day. It was also noted that the patients ipg would not hold a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the battery discharge and charge profiles were observed and revealed no anomalies. The history counters show 7 magnet resets and 40 hibernations have occurred since the ipg was implanted. The impedance measurements revealed high values on port c (2 contacts). The ipg appears to be working as expected.

Event description:
A report was received that the patient was experiencing inadequate stimulation and turns on and off through out the day. It was also noted that the patients ipg would not hold a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.